Manufacturer narrative:
This report is to address report 2017865-2017-01689 date received by manufacturer from blank to 5/2/2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope episodes and complete heart block. The patient presented into the hospital for device check. Upon interrogation, the right ventricular lead exhibited loss of capture. The patient had intrinsic rhythm of 35 beats per minute. During attempted programming changes, the pulse generator exhibited loss of output and diagnostics anomaly. On (B)(6) 2017, the lead was capped and the pulse generator was explanted. The patient was fine post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.